Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: arterial line guidewire stopped threading at approximately 12 cm, with the wire unwinding. The wire was severed approximately 2 cm proximal to the tip with the spiral wrap of the wire intact but unwound back to the remainder of the wire. No patient harm was reported. No report of a required medical intervention.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: arterial line guidewire stopped threading at approximately 12 cm, with the wire unwinding. The wire was severed approximately 2 cm proximal to the tip with the spiral wrap of the wire intact but unwound back to the remainder of the wire. No patient harm was reported. No report of a required medical intervention.